Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided form the field indicated surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device was beeping and upon interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this device was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.